Event description:
It was reported that the cartridge was damaged at the cartridge pigtail. Issues occurred with several cartridges. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this, customer administered correction injections via mdi in some instances and used a correction bolus via the pump in others. Customer successfully changed cartridge and resumed insulin therapy.